Event description:
The patient reported a loss or change of therapy, stating that her machine was off (B)(6) 2016 because she was "going in her clothes," and that she "messed her clothes over the weekend." The patient saw her healthcare provider (hcp) on the friday prior to date notified and her setting is p1 at 1.1v, with therapy confirmed to be on. The patient feels stimulation a little but wanted more so she increase it to 1.3v. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.